Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging inaccurately high results. The reporter claimed the subject meter gave readings "20-30 points higher than other meter." When compared to an unknown meter within 30 minutes of each other. This complaint is being reported because the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. Replacement products were sent.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.